Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The guidewire was received in two pieces: the distal section measured 152.5cm and the proximal section measured 51.5cm. Visual inspection of the device found the guidewire was kinked and bent on several places along its length and bent at the fracture site. The bending and kinking on the guidewire appeared to be due to excessive manipulation. Magnified examination of the fracture site showed the core wire was fractured. From the condition of the guidewire at the fracture site, it appears that the guidewire was bent first and then separated. The fracture on the guidewire appeared to be due to the excessive manipulation and torsional. Therefore, a root cause of handling damage has been assigned to the event. Visual inspection of the returned guidewire found that the polytetrafluoroethylene (ptfe) coating was scraped off on several places along its proximal section and close to the fracture site. The coating appeared to be scraped off of the guidewire with the torque device collet. However, review and analysis of available information and investigation results were unable to identify a definitive root cause for the observed issues.

Event description:
It was reported that resistance encountered while the guidewire was advancing inside the microcatheter. The device was excessively torqued and manipulated in attempts to overcome resistance and subsequently the proximal part of the guidewire (outside of the patient) broke. The rest of the device was removed from the patient. The procedure was completed with another guidewire. There was no clinical consequence to the patient.

Event description:
It was reported that resistance encountered while the guidewire was advancing inside the microcatheter. The device was excessively torqued and manipulated in attempts to overcome resistance and subsequently the proximal part of the guidewire (outside of the patient) broke. The rest of the device was removed from the patient. The procedure was completed with another guidewire. There was no clinical consequence to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. It was reported that after extensive manipulation of the device to overcome resistance in the patient¿s tortuous anatomy, the proximal part of the guidewire (outside of the patient) broke. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. It is likely that some procedural factors encountered during the procedure limited the performance of the device contributed to the reported event. Therefore, a root cause related to operational context has been assigned to this event.

Event description:
It was reported that resistance encountered while the guidewire was advancing inside the microcatheter. The device was excessively torqued and manipulated in attempts to overcome resistance and subsequently the proximal part of the guidewire (outside of the patient) broke. The rest of the device was removed from the patient. The procedure was completed with another guidewire. There was no clinical consequence to the patient.